Manufacturer narrative:
The device is not expected to be returned for evaluation; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further information received, a follow up medwatch report will be submitted.

Event description:
The eluvia stent was successfully deployed in the sfa. Upon removal of the delivery catheter, it was stuck on the guidewire. Both delivery catheter and guidewire had to be removed together. Guidewire type is unknown at this time. No patient complications. Additional information was provided that the guidewire was a .014 thruway, but no other specific information was given. The case was completed satisfactorily.

Manufacturer narrative:
UDI related data quality updates only multiple fields within d4 of the 30-day initial MDR report are blank due to the limited product information provided. The lot number for the device was not provided; therefore, section d4 could not be completed, including the UDI number. An attempt to gather further details was made; however, per the distributor, good faith efforts were performed for product information which was unable to be obtained. The only product information provided was that an unknown 0.014 thruway was used. Should additional information be received, it will be provided in a supplemental report.